Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized for the event. On (B)(6) 2010, the patient was treated with amikacin injection 250 mg intraperitoneal (ip) once daily, vancomycin injection 1 gram ip (loading dose) and amikacin injection 125 mg ip once daily. The event of peritonitis was resolving. Pd therapy was ongoing. Per the reporter, the event was unrelated to baxter pd solutions or equipment. The root cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.